Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The patient was being treated for in-stent restenosis of the 70% stenotic, very tight¿, ostial lesion was located in the moderately tortuous and mildly calcified proximal diagonal artery. The physician first predilated the lesion with a 2.5x15mm balloon. Then the physician advanced the taxus liberte 2.50x32mm drug eluting stent to the lesion and while attempting to cross experienced difficulty due to the stent struts coming off /sticking out. The device was removed intact. There were no patient complications. The procedure was successfully completed with the deployment of a non-bsc stent. Patient status is reported as "good".

Manufacturer narrative:
The device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure. Disposed by user facility